Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - nozzle has foreign objects - g-packing [grip packing ring] is loose - aw-cylinder [air/water cylinder] has no color - s-cylinder [suction cylinder] has no color - due to wear of angle wire, bending angle in up/down direction does not meet the standard value - c-cover [plastic distal end cover] has a scratch - adhesive around objective lens has wear - adhesive around lg [light guide] lens has wear - a-rubber [bending section cover] has a scratch - adhesive on a-rubber has scratch a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): the IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.